Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump buttons was less responsive. The customer stated that insulin pump received unexplained no delivery alerts not due to site issues. The customer also stated that act button was less responsive and has to press buttons twice. The customer also stated that cracks in casing and battery cap stripped. No harm requiring medical intervention was reported. The device will be returned for analysis.